Event description:
The account alleged the pt pendant cable was damaged and care wires were exposed. The account alleged this was the old style straight cord pt pendent. No pt impact.

Manufacturer narrative:
The account replaced the pt pendant to resolve the issue.